Event description:
Pt underwent pci attempt via right radial artery using 23cm 6fr cook hydrophilic sheath. Hemostasis with radistop device satisfactory. All went well until 10 days later when access site became swollen, red, tender and oozed "serious" fluid. Associated cellulitis was developed, which settled with antibiotics.